Event description:
It was reported the patient (B)(6) suffered a fall and since that time has not been able to achieve effective therapy coverage. Efforts to address this matter via reprogramming have been unsuccessful. Initial x-rays were taken, but the results were inconclusive. However, a diagnostic test revealed impedance issues for several lead contacts. An additional x-ray has been prescribed for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.